Event description:
A representative was asked to attend a pump repositioning case. The patient's pump was flipping and moving around such that they could not access it. The pump contained fentanyl. The patient¿s outcome was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).